Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.

Event description:
It was reported that during the surgery, the tip of this complaint product couldn't be assembled to the hand piece normally. Therefore, the fan spray tip came off from the hand piece unintentionally. There was no patient harm. There was no surgical delay reported. The patient did not retain any parts of the detached piece. The part removal was completed under the same procedure. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Functional testing of the returned product found the tip locked into place on the handpiece and stayed locked in place while the device was in use. Visual evaluation found no related issues or damage. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.